Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: switzerland.

Event description:
It was reported that prior to surgery the device was not cutting properly. There was no patient involvement. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record identified the following related repair: the device was evaluated and found that the machine head was damaged, device was out of calibration, motor speed was unstable, pins, screw, and bearings were worn/missing, and the machine head, pins, plunger, lever, screws, bearings, reciprocating arm, and motor were replaced to resolve the reported issue. Review of the device history records identified no deviations or anomalies during manufacturing. The root cause is attributed to component failure. The event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.